Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down act until they received 2nd series of beeps and/or number appears on the display. The customer stated they received 2nd series of beeps and there are no numbers and still had insulin drip from the tubing. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer will be back on her old insulin pump until the replacement arrives.